Event description:
It was reported the patient had a loss of therapeutic effect. It was noted that the patient¿s implantable neurostimulator (ins) ¿turned off abruptly and quit working all together" the night prior to the report. It was noted that the patient normally kept the ins charged and was ¿only down a quarter.¿ it was also noted that when the patient checked his device, he saw the power on reset (por) screen. The patient stated that it was difficult to sleep due to the pain. It was noted that the patient was unable to adjust stimulation and saw a display of ¿call your doctor¿ icon. It was noted that the patient cleared the por when ¿he changed the time.¿ it was further noted that the patient was able to turn on his ins and ¿everything appeared to work normal.¿

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).